Event description:
In 2007, the lay reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra meter did not turn on. The medical affairs specialist (mas) spoke with the reporter to obtain additional info in 2008, which is included below. The pt takes 2 actos pills per day for diabetes. On the day prior to original date, the pt's meter did not turn on when she attempted to test her blood glucose level. She took actos and ate as usual. Afterward, the pt felt sweaty as she usually does when she is hypoglycemic. A family member gave the pt orange juice to drink and the pt felt better. The customer care advocate (cca) noted that the meter turned on when the power button was pressed but not when a test strip was inserted into the test strips port. The meter and test strips were replaced. The complaint is reported because the reporter alleges the pt's lfs meter did not turn on before the pt took oral diabetes medication. Afterward, the reporter claimed the pt felt sweaty, a typical symptom of hypoglycemia, and was treated with orange juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.